Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("chronic pruritus"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pruritus, urinary tract infection, vaginal infection, mood swings, depression and anxiety had resolved. The reporter considered anxiety, depression, mood swings, pelvic pain, pruritus, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she reported the removal was performed when her medical condition was catalogued as priority 3, even when her symptoms were serious and she was not referred to hysteroscopy specialists or had the relevant allergy tests as required. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. On 10-mar-2021: ha number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of suprapubic pain, joint pain, genital itching, trauma, increased upper airway secretion, uterine myoma, bleeding genital, back pain, irregular menstruation, smoker and cesarean section. Concurrent conditions were listed as lumbar scoliosis, psoriatic arthritis, arthralgia multiple, fibromyalgia, musculoskeletal pain, vaginal infection and uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), pruritus ("chronic pruritus"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections/multiple vaginal infectious processes/vaginosis"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (hysterectomy + salpingectomy). At the time of the report, all of the events had resolved. The reporter considered anxiety, depression, mood swings, pelvic pain, pruritus, urinary tract infection and vaginal infection to be related to essure administration. The reporter commented: she reporte the removal was performed when her medical condition was catalogued as priority 3, even when her symptoms were serious and she was not referred to hysteroscopy specialists or had the relevant allergy tests as required. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.777 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2016: uterine myoma. [Ultrasound scan] on (B)(6) 2019: satisfaction with the method: very satisfied. On (B)(6) 2020: mm myoma and negative vaginal culture. [X-ray] on (B)(6) 2019: no abdominopelvic metallic material compatible with essures was observed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: pfs & medical record received. Medical history, lab data, patient information & reporter information are updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of suprapubic pain, joint pain, genital itching, trauma, increased upper airway secretion, uterine myoma, bleeding genital, back pain, irregular menstruation, smoker and cesarean section. Concurrent conditions were listed as lumbar scoliosis, psoriatic arthritis, arthralgia multiple, fibromyalgia, musculoskeletal pain, vaginal infection and uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), pruritus ("chronic pruritus"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections/multiple vaginal infectious processes/ vaginosis"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (hysterectomy + salpingectomy). At the time of the report, all of the events had resolved. The reporter considered anxiety, depression, mood swings, pelvic pain, pruritus, urinary tract infection and vaginal infection to be related to essure administration. The reporter commented: she reporte the removal was performed when her medical condition was catalogued as priority 3, even when her symptoms were serious and she was not referred to hysteroscopy specialists or had the relevant allergy tests as required. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.777 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2016: uterine myoma. [Ultrasound scan] on (B)(6) 2019: satisfaction with the method: very satisfied. On (B)(6) 2020: mm myoma and negative vaginal culture. [X-ray] on (B)(6) 2019: no abdominopelvic metallic material compatible with essures was observed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("chronic pruritus"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pruritus, urinary tract infection, vaginal infection, mood swings, depression and anxiety had resolved. The reporter considered anxiety, depression, mood swings, pelvic pain, pruritus, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she reported the removal was performed when her medical condition was catalogued as priority 3, even when her symptoms were serious and she was not referred to hysteroscopy specialists or had the relevant allergy tests as required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.